Event description:
It was reported that the pt underwent pelvic surgery in 2004. Post-op, the pt developed a urinary tract infection and was treated with antibiotics for five days. The urinary tract infection resolved 6.5 weeks later.